Manufacturer narrative:
The device was not returned to edwards for evaluation. The reported clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The valve degeneration observed in this case was most likely due to a progression of this patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors and other potential unknown factors. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Related to report number 2015691-2016-01048.

Event description:
Through medical records, this (B)(6) man presents with severe valvar heart disease. He comes in with mitral stenosis with insufficiency and aortic stenosis. He was operated approximately 8 or 10 years ago and his mitral valve was replaced. Patient underwent third time redo sternotomy, mitral valve replacement after reconstruction of the anterior mitral curtain and aortic area. Pathology gross examination findings: mitral valve bioprosthesis: the valve cusps are tan-yellow, smooth, and intact. No definite calcifications or vegetation were identified. No definite tears or abnormalities were identified. No identifying inscription were present.

Manufacturer narrative:
Additional manufacturer narrative: the device was returned to edwards for evaluation and it was found not to be an edwards device.